Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damaged luer connector was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 10fr t/l hickman catheter. Usage residues were observed throughout the sample. Two sliding suture wings were attached to the catheter. The white-luered lumen had been repaired. The red-luered lumen exhibited a displaced crimp collar. Microscopic inspection of the locking grooves in the luer adapter and the locking tabs in the crimp collar revealed them to be well formed and free of apparent defect. Inspection of the proximal end of the tubing revealed a continuous impression in the catheter from the crimp collar. Tactile inspection of the sample revealed severe tensile weakness and necking near the proximal end of the red-luered extension tube. The crimp components appeared to be well formed and the crimp impression in the catheter tubing appeared continuous, suggesting that the crimp operation was successful during device manufacture. The abundant and severe tensile weakness suggested that the catheter was subjected to several tensile (pulling) events. Such events likely caused the observed connector separation.

Event description:
It was reported to the sales rep, that on (B)(6) 2016, the hub of the red lumen became loose. It was stated the white lumen had already been repaired. Patient required the catheter because of planned stem cell transplantation. The catheter was removed and replace surgically.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huza0561 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported to the sales rep, that on (B)(6) 2016, the hub of the red lumen became loose. It was stated the white lumen had already been repaired. Patient required the catheter because of planned stem cell transplantation. The catheter was removed and replace surgically.